Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that unspecified bd¿ optima injector disconnected from the IV fluids and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that IV fluids disconnected from the patient-the phaseal injector and connector still attached to the patient enclosed in the blue cap with blood inside the blue cap.   Verbatim: bd 094- reported date: 03/31/2021, event date: 03/31/2021. Item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported ivfluids disconnected from the patient .the phaseal injector & connector still attached to the patient enclosed in the blue cap with blood inside the blue cap. Discussed event with reporter who discovered disconnect. Ns infusing through the tubing at 21 ml/hr. Disconnect occured between the regualar 5-port tubing and the injector closest to the patient. The injector, connector and clamshell inplace, still connected to the pt's cvc microclave. Therefore, minimal amount of bleeding in the clamshell. Tubing last changed 3/27/2021. Pt's nurse, rn states the tubing was due to be changed today so did not remove the connector/injector. Last chemo given on 3/27 fludarabine and melphalan.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd" optima injector disconnected from the IV fluids and leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown. ¿ it was reported that IV fluids disconnected from the patient-the phaseal injector and connector still attached to the patient enclosed in the blue cap with blood inside the blue cap. ¿ verbatim: bd 094- reported date: 03/31/21 event date: (B)(6) 2021; item number: not reported; lot number: not reported; item retained in defect depot?: not reported; picture: not reported. Ivfluids disconnected from the patient. The phaseal injector & connector still attached to the patient enclosed in the blue cap with blood inside the blue cap. Discussed event with reporter who discovered disconnect. Ns infusing through the tubing at 21 ml/hr. Disconnect occured between the regualar 5-port tubing and the injector closest to the patient. The injector, connector and clamshell inplace, still connected to the pt's cvc microclave. Therefore, minimal amount of bleeding in the clamshell. Tubing last changed (B)(6) 2021. Pt's nurse, rn states the tubing was due to be changed today so did not remove the connector/injector. Last chemo given on (B)(6) fludarabine and melphalan.